Event description:
It was reported that the customer dropped the pump and there is now a diagonal line across the screen. The touch screen has become unresponsive. No impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.